Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. To date medical records have not been provided. Based on the limited information provided at this time, no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2015. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." And "to ensure strong repair, the prosthesis should be secured with tack or sutures through the polypropylene mesh straps or positioning pocket. Additionally, recurrence, is listed in the adverse reactions section as a possible complication. Addendum #1: to document the completion of the manufacturing review and to make a correction to the expiration date. The manufacturing review found that the lot was manufactured to specification, with no anomalies noted. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records, about 6 months post implant of ventralex st mesh, patient had hernia recurrence, mesh deformation and mesh migration thereby underwent repair with partial mesh removal. Per op notes, "old mesh was contracted and shifted out of the way." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery to repair a ventral incisional hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2015- the patient underwent an additional surgery to repair the hernia defect and remove part of the old mesh which failed and was contracted. It is alleged by the patient's attorne that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2015- patient was diagnosed with incarcerated ventral incisional hernia, abdominal pain thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, "the hernia defect and incarcerated omentum was carefully reduced. A ventralex st mesh (device #1) was introduced through the hernia defect and secured to the anterior abdominal wall with sutures.¿ (B)(6) 2015- patient was diagnosed with recurrent incarcerated ventral incisional hernia thereby underwent open repair with the partial explant of old mesh (device #1). Per operative notes, ¿hernia sac and incarcerated omentum were carefully reduced. The old mesh (device #1) was contracted and shifted out of the way. Leaving a large defect, old mesh was partially explanted (device #1). A ventralex st patch (device #2) was then placed through the defect and secured to the anterior abdominal wall with stitches. Once the mesh was secured, advanced the myocutaneous flaps over the mesh and it was closed at midline using suture.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, pain and hernia recurrence. It was also alleged that the patient had mesh failure where old mesh contracted and shifted out of the way leaving a recurrent hernia and underwent mesh removal.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. To date medical records have not been provided. Based on the limited information provided at this time, no conclusions can be made. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(4) 2015. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." And "to ensure strong repair, the prosthesis should be secured with tack or sutures through the polypropylene mesh straps or positioning pocket. Additionally, recurrence, is listed in the adverse reactions section as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery to repair a ventral incisional hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. On (B)(6) 2015- the patient underwent an additional surgery to repair the hernia defect and remove part of the old mesh which failed and was contracted. It is alleged by the patient's attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
This is an addendum to the initial emdr to document the completion of the manufacturing review and to make a correction to the expiration date. The manufacturing review found that the lot was manufactured to specification, with no anomalies noted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.